Event description:
The customer contacted philips healthcare to report that the device had a general system test failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.